Event description:
The nurse was preparing to discharge a pt. When the nurse began to remove the pts smartsite pump tubing from extension set hooked to the pts IV, she noticed that the spike tip on the luer locking connector was chipped off. The tip remained inside the port side of the caresite extension set. This is the second occurrence of this type at our facility. The occurrence happened on two different nursing units." There is no report of pt harm or medical interventions. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.